Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. A physio field service technician performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. The device has been forwarded to physio european medical service center (emsc) for further evaluation. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device powered off each time after providing shock to a patient during cardiac arrest treatment. As a result, defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
The customer reported physio that the initial reported issue in MDR 0003015876-2020-01660 was sent in error. The reported issue was that the device changed from paddles to leads after each shock during patient use. The patient was a male, 65 years old and approx. 95 kg in weight. Section a2,a3,a4,b5 have been updated. Physio-control performed an initial evaluation of the customer's device and was able to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device changed from paddles to leads after each shock, during patient use. There were no reports of adverse effects to the patient as a result of the reported event.

Event description:
A customer contacted physio-control to report that their device changed from paddles to leads after each shock, during patient use. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Physio-control replaced the system and therapy pcb assembly and proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Physio product analysis center (pac) further evaluated the removed parts and was unable to duplicate the reported issue. A conclusive cause of the reported issue could not be determined.